Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported a left side "deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one curved opening in anterior side, fold creases on implant, brown particles in fill channel, and wear abrasion. A leak test was performed which identified two openings on the device. Microscopic analysis was performed which identified: one curved opening in radius displayed sharp edge opening (unidentified (tear) opening), consistent with the location in a crease, it is cataloged as fold flaw opening, non-penetrated nicks irregular and one opening curved in posterior side displayed striated edge consistent with the use of a surgical tool. Based on the device analysis the final assessment is: one-fold flaw opening. One opening due to surgical damage. Non- penetrated nicks.

Event description:
Healthcare professional reported a left side "deflation." Device has been explanted.